Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 30jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When set to 10 lpm, the device read 12 lmp. It was recommended that the flow sensor assembly be replaced. The customer opted to complete the repairs and was provided the part identification for the flow sensor assembly. The fse discussed installation steps with the customer. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.